Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy ii drug-eluting stent was selected to treat a chronic totally occluded target lesion. However, upon advancing the device in the guide catheter through a non-bsc guide extension catheter, the device got caught into the guide extension catheter. The stent struts were noted to be lifted or raised and tangled. The stent did not go in the patient. The device was removed and the procedure was completed with another 2.25 x 38 synergy ii drug-eluting stent. No patient complications were reported.